Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.5 cm to 18.8 cm, 20.9 cm to 21.3 cm and 21.8 cm to 22.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-07770. It was reported that an asymptomatic patient presented with noise on their atrial lead. During the procedure to remove the lead on (B)(6) 2021, it was discovered that both the atrial and right ventricular lead were also exhibiting clavicular crush. Both leads were explanted. Patient was stable after the procedure.